Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stops that were consistent with the driveline being disconnected from the system controller; however, a specific cause for the driveline disconnect events could not conclusively be determined through this evaluation. The submitted log file contained data from 28jun2020 at 17:41:10 to 24aug2020. The pump fixed speed and low speed limit was set at 9200 rpm and 8600 rpm respectively. At 19:57:56 on (B)(6) 2020, the driveline was disconnected, resulting in a pump stoppage resulting in low flow hazard, low speed advisories, and low speed hazard alarms. The driveline was reconnected at 20:09:26 and the pump speed reached the low speed limit. The pump operated above the low speed limit while the driveline was connected. Per additional information from the vad coordinator, a green substance was found on the controller connector. The submitted photo revealed a green substance on the metal connector of the patient¿s driveline. The driveline was otherwise unremarkable. Multiple attempts to gather additional information was attempted; however, none was provided. The heartmate ii lvas IFU, rev. C and patient handbook, rev c. Is currently available. The heartmate ii IFU lists death as an adverse event that may be associated with the heartmate ii left ventricular assist system. Section 2-12 of this idu states that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low battery advisory, no external power, driveline disconnected, low speed hazard, and pump off alarms) and how to respond to such events. The patient handbook, pages 20 and 131 state that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power. Tables 9 & 10 of this document list all system controller alarms and the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 29oct2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced chronic driveline infection was previously reported under MFR report # 2916596-2016-02379. The patient's atrial fibrillation, gastrointestinal bleed, and end-stage renal failure was reported in MFR # 2916596-2020-04672. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-04547. It was reported that the patient with a history of dilated cardiomyopathy (dcm), chronic driveline infection on lifetime suppression antibiotics, persistent atrial fibrillation not on anticoagulation due to gi bleed, and end-stage renal failure on hemodialysis (monday, wednesday, friday) was presented with cardiac arrest for approximately 20-30 minutes after being unable to charge depleted lvad battery. The patient was struggling to change the batteries or connect the device to a power source after hearing the lvad alarm go off. The patient became unresponsive after the lvad shut down. The patient's wife was also unable to connect the battery and called both outpatient vad coordinator and emergency medical services (ems). Ems arrived and began CPR. Of note, the patient has a park stitch on aortic valve to prevent regurgitation which makes CPR less effective. The paramedics were able to reconnect the power and achieved return of spontaneous circulation (rosc) without having to shock, but the patent was still unresponsive. The patient was intubated and transported to the hospital. During review of the submitted log files, it was noted that there was a no external power alarm on (B)(6) 2020 at 19:17 and at this time, the pump was running and being supported by the controller¿s internal backup battery. At 19:57 the driveline was disconnected and the pump stopped. At 20:09 the driveline was reconnected and the pump restarted and continued functioning as intended. It was later reported the patient expired on 28aug2020. Additionally, corrosion was found in the patient's controller and the driveline connector housing appeared disintegrated or corrupted.